Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. Power connector plug in and locked in place properly. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin on keypad assembly and pump error 4 and pump error 53 confirmed the device history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple errors. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump error came up again. The customer saw insulin pump was blank with a medtronic logo and turned off and then led to the rewind sequence. The insulin pump will be returned for analysis.